Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion upon infusing etoposide. The etoposide was mixed in a 1000 ml bag of 0.9% normal saline. Total volume was approximately 1000 mls. The pharmacy accounts for 40 mls of overfill as well as the amount of drug and withdraws this total volume from the bag prior to adding the etoposide. The bag was spiked with a spike adapter, which allows the pharmacist to add the etoposide to the bag without exposure. A nitroglycerine (nitro) set has a device added to the distal end of the tubing and was then spiked into a 50 ml bag of normal saline 0.9% and primed. The spike of the nitro set was removed from the 0.9% normal saline bag and added to the spike port of the device. The entire assembly was placed in a plastic bag and sent to the nursing station. The nurse connected the distal end of the nitro set with the device to the lowest y site of an infusion of 0.9% normal saline infusing at 20 mls per hr into a 14 PICC line on a sigma spectrum infusion pump. The nitro set with the infusion was loaded into the sigma spectrum infusion pump. The pump was programmed in the basic mode for 300 mls per hr for 10 mls to account for 10 ml priming volume of the IV set. Then the pump program was cleared and reprogrammed for etoposide, 1000 mls at 999 mls per hour. The problem was found during medication delivery in pediatric oncology department. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.